Manufacturer narrative:
Information anticipated, but unavailable at this time. Serial number = na.

Event description:
It was reported that during a lap. Hysterectomy, the tissue pad detached from the device and fell onto the floor. There was no patient consequence.